Event description:
It was reported that the pump's plunger was binding. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left plunger case, and the alternating current (ac) receptacle were cracked, the ear clip was broken, and the plunger case seal was missing. A review of the event history log (ehl) identified check clutch/ plunger lever. During the functional testing the reported issue was able to be duplicated. The plunger head is difficult to push back in, feels like it's grinding on something. An impact knocked the carriage washer out of correct position. The carriage washer was pushed against the side of the position pot tab instead of sitting in front of it, causing tab to grind. The root cause of the issue was a result of the customer's impact to the device. Replaced worm coupling, lead screw and clutch halves. Correctly reassembled carriage washer and nut also replaced position pot. Performed power up process, preventative maintenance and all functional tests which passed. UDI information was unknown.